Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "will not go to test or fill in vitrectomy settings" (device operates differently than expected). A nurse reported during a vitrectomy, the unit would not go to test or fill in the vitrectomy settings. The unit was switched out and the case was completed. There was no patient injury reported.